Event description:
It was reported that the patient had lost stimulation coverage and had inadequate pain relief despite multiple reprogramming attempts due to lead migration. The patient underwent an explant procedure. The explanted leads will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7099412. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7078943 / 7086459.